Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was replaced to resolve the reported issue. The device passed the required performance verification tests per philips standards.